Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit's display had missing segments, the second character "o" is missing the top middle segment. There was no patient involvement.